Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during a therapeutic hysteroscopy the black, beveled tip mounted on the reusable endoscope sheath of the bipolar resectoscope broke and detached inside the patient's body it was retrieved endoscopically. There was slight delay and it was completed using the same device. There were no reports of patient harm.